Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs(3), lot r031. A service call was made. Verified the camera alignment and focus. Repeat run of the patient samples reproduced the original results of unexpected negative reaction. The instrument was operating within operational specifications. The customer returned patient sample for investigation testing.tested patient's sample with retention crrs(3), lot r031 on an in-house echo. The customer's negative results were not reproduced.

Event description:
Customer reported unexpected negative reactions with capture- r ready screen (crrs) 3, when testing a patient sample containing anti-k on the echo. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.